Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the customer disconnected from the infusion site, requested insulin, and observed no insulin exiting the tubing. The customer changed infusion set, but the issue recurred. Customer's blood glucose was 400-500 mg/dl. Customer went to the emergency room with trace ketones identified as life-threatening by a healthcare provider and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 9 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.